Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarm. The customer's blood glucose (bg) level ranged from not being impacted to 320 mg/dl. Insulin injections were administered to address the high bg level. Tandem technical support had the customer perform a system check and the cartridge appeared to possibly be the cause of one of the occlusions. The customer indicated that insulin injections were to be used to manage diabetes.